Event description:
This lead was attempted on (B)(6) 2014 due to placement difficulty. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).